Manufacturer narrative:
Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 740 ventilator entered a safety valve open condition and ventilation stopped. Service personnel (sp) inspected the ventilator and confirmed relevant diagnostic codes in the logs. Sp replaced pressure solenoid printed circuit board (pcb) to resolve the issue. Sp also replaced the oxygen sensor. The ventilator passed all tests, calibration and the product was in working condition at the time of service. One psol pcb was received for failure analysis. On review of the fi test-bed device diagnostic logs no errors were observed. There was no fault found. The replaced psol pcb did resolve the issue in the field; however, the returned psol pcb was analyzed and was testing satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 patient code. Correction to section h6 evaluation code method, result and conclusion. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Service personnel (sp) inspected the ventilator and confirmed relevant diagnostic codes in the logs. Sp replaced pressure solenoid printed circuit board (pcb) to resolve the issue. Sp also replaced the oxygen sensor. The ventilator passed all tests, calibration and the product was in working condition at the time of service. It was reported that the 740 ventilator entered a safety valve open condition and ventilation stopped. The likely cause of the event was isolated in the field to a potential fault in pressure solenoid pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Device evaluated by MFR? Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 740 ventilator entered a safety valve open condition, and ventilation stopped. The patient was removed from the ventilator, and placed on an alternate ventilator without harm.